Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the lead experienced loss of capture and very high threshold resulting in arrhythmia and heart block. The lead was repositioned the next day. It was noted that the helix was fully extended, but it seemed like it was not secured into the myocardium properly. The lead remains in use. No further patient complications have been reported as a result of this event.